Event description:
The customer reported that the unit spontaneously discharges before the shock button is pushed. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.